Manufacturer narrative:
(B)(4). UDI#: n/a. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was trialing, the post on the humeral head trial broke. No patient impact was reported

Event description:
Upon receipt of additional information it has been determined that this device malfunction did not cause or contribute to any serious injury and hence the it is not reportable. The initial report was submitted in error and needs to be voided.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device malfunction did not cause or contribute to any serious injury and hence the it is not reportable. The initial report was submitted in error and needs to be voided.